Manufacturer narrative:
The user reported signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an incompatible os issue with the abbott diabetes care (adc) device in use with iphone 16 pro with ios operating system version 18.4.1 and app version 2.12.0.8319. Due to this, the customer was unable to receive glucose alarms and the customer experienced seizures, requiring treatment of glucose injection provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a united kingdom customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an incompatible os issue with the abbott diabetes care (adc) device in use with iphone 16 pro with ios operating system version 18.4.1. Due to this, the customer was unable to receive glucose alarms and the customer experienced seizures, requiring treatment of glucose injection provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.